Manufacturer narrative:
Additional, changed, and / or corrected data. Device evaluation: analysis of the returned device identified: wear abrasion, creases fold, white particles in the shell and weight within specifications. Gel was observed to be cloudy after autoclave cycle. Bases on the device analysis the final assessment is: no issues found related with the manufacturing process. The unit is not ruptured. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade unknown. Device was found intact. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.